Event description:
It was reported that the patient experienced an occlusion alert on the ilet with a concurrent high blood glucose of 299 mg/dl, which persisted until the caregiver disconnected the system, removed a reportedly wet cartridge, and replaced the cartridge and cd 23" tubing; the system was rewound, primed to visible drops, and insulin delivery was resumed, with guidance to allow time for insulin effect. Customer care provided support that included communication with the user and assisted with troubleshooting steps. Investigation of this case revealed no device problem found; the event was characterized as lack of effect prior to the supply change, and the specific device component involved could not be determined due to insufficient information. Symptoms included malaise associated with hyperglycemia. Outcomes included no health consequences or lasting impact. It was concluded, based on previously established findings for similar reports, that the cause was not established.